Manufacturer narrative:
The product was not returned to ldr medical (product scrapped). No visual and functional evaluation could be performed. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made ton obtain more information about this issue. The investigation still in progress. Conclusion not yet available. Product scrapped.

Event description:
Mobi-c p&f us : disassembled. The reporter reports that implant fell apart from cartridge. Attempts have been made to obtain more information. Investigation still in progress.

Event description:
The reporter stated that a mobi-c implant disassembled from the peek cartridge.no additional information was given. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
Additional information: d4 (UDI number), e1 (middle name, address ¿ line 2), g5 (PMA/510k), h6 (patient code, device code, results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.